Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: l2 - pelvis posterior stabilization and debridement of infected tissue the patients previous fusion was revised as a result of hardware failure. The left l5 verse 6x40mm screw and the unitised set screw had completely separated from the rod construct. During the surgery the left l4 and right l5 6x40mm screws also were removed due to no bony purchase. A lot of bone had been eroded due to possible infection. The construct was extended up one level to l2 and down to the pelvis. Patient outcome post-surgical procedure: nil abnormalities detected. Patient pre-existing conditions/co-morbidities: ??? Osteomyelitis or discitis at the previous fusion site l3-5. Photos are available.

Manufacturer narrative:
(B)(4). Six 5.5 fas2 unitized set screws (product code: 1997-21-001, lot number: sc1312 (6) were returned to the complaints handling unit (chu). The returned set screws all show some signs of surface abrasion on their bottom sides from final tightening. The witness marks on five out of six of these set screws are distinct and generally even on both sides. However, the witness marks on one set screw are irregular. One side features a single deep groove that is significant enough to warp the metal around it to an extent. This groove is much deeper than the other witness marks. In addition, the opposing side of the set screw does not feature a witness mark at all. These marks typically form evenly across opposing sides of the set screw. Instead, there is only a single deep one. This may have occurred if the rod was not seated flush inside the tulip head of the screw. During final tightening, the set screw only came in contact with one side of the rod. The torque wrench in use would still ratchet at its intended torque value, giving the impression that the set screw was properly tightened onto the screw. This irregular seating of the set screw on the rod may have allowed the set screw to postoperatively back out of its intended location. In turn, this may have led to the rod and cortical fix screw separating as well. The root cause of the set screw loosening postoperatively cannot be determined from the sample and information provided. A potential root cause may be an insufficient amount of torque applied to the set screw during final tightening. Consequently, the rod and screw may have separated from one another due to the set screw loosening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.